Event description:
Reportable based on analysis completed (B)(4) 2015. A 2.75x16mm promus element stent system was returned with no reported issue. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the stent delivery system was returned for analysis. A stopcock was attached to the inflation hub, which suggests that the device may have been used or prepared for use. A visual examination of the crimped stent found stent struts on the distal edge of the crimped stent were damaged and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance when advancing to the lesion site however no information is available to suggest that the device was used in a procedure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).